Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os), and refractive miss was observed.

Manufacturer narrative:
Claim#: (B)(4).